Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one abre venous self expanding stent was implanted in the left limb in the cranial civ, mid civ, caudal civ and cranial eiv. Approximately 31 months post index procedure, patient suffered from chronic, non-occlusive dvt in the left femoral and popliteal veins. Event was related to target limb, but not related to target lesion or vein. Investigator assessed that the event was not related to index device or index procedure. Event is continuing.